Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had hardware low level failures alarm. Customer¿s blood glucose level was 165 mg/dl. Customer had experienced hypoglycemia. Customer was able to clear the alarm and also able to complete rewind, but the alarm recurred during self-test. Customer declined troubleshooting for low blood glucose. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No failed battery test anomaly or power anomalies noted during testing, however pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly.